Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were a couple of episodes where there was an atrial sense not followed by a ventricular pace that were captured on a telemetry strip. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.